Event description:
(B)(4). Same patient as 2134265-2010-04565. It was reported that following a carotid artery stenting treatment procedure the patient experienced low blood pressure. The lesion being treated was located in the right common carotid-internal carotid femoral artery. The physician treated the lesion with a filterwire ez and implanting a carotid wallstent. Post procedure, the patient developed low blood pressure. Pre-index procedure: 152/80 post-index procedure: 92/44. The patient was treated with atropine sulfate. In the opinion of the physician the low blood pressure was caused by carotid sinus reflex after stent implant.

Event description:
It was further reported the lesion being treated was located in the right common carotid internal carotid artery not the right common carotid-internal carotid femoral artery as originally stated.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem corrected fom the lesion location of right common carotid internal carotid artery to right common carotid-internal carotid femoral artery. (B)(4).